Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 356 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer reported that they were not able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.